Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: fixation tab or loop breakage during the procedure or barbs are missing and not holding in the tissue during the procedure? Loop was broken. Do you have a picture for visual analysis? Yes have attached a picture. Was needle removed from the patient? Needle did not go in the patient. Any additional tissue dissection damage due to searching for needle? No, the needle did not break inside the patient. It broke when they grabbed it with the needle driver. What was the size of the needle used? CT-2 was more than half the needle retained in the patient? No needle in patient. Lot number? No trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m. Events reported: 2210968-2022-03276, 2210968-2022-03277.

Event description:
It was reported that a patient underwent a spine procedure (B)(6) 2022 and barbed suture was used. During the procedure, multiple sutures had 'needles breaking in half and ends not holding. No adverse patient consequences were reported. Additional information was requested.